Event description:
It was reported that this incident occurred in a pt in poor condition waiting on left ventricular assist device insertion. During transport to the or, the pump began experiencing system error 3 alarms. This occurred after 30 hours of uneventful pumping. The pt was transferred to another pump without any complications.